Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. (B)(4). Product's photo analysis: upon visual evaluation of the image provided in the complaint, the implant was observed to be intact. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone breast augmentation revision with two 250cc mentor memorygel breast implants, disliked the implants, post-procedure. As a result, the patient underwent bilateral removal on (B)(6) 2021. This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that in the initial report sent on (B)(6) 2021, the wrong dates were erroneously indicated in the following sections of the medwatch: section b 4. Date of this report and section g 3. Date received by manufacturer. Instead of july 14, 2021, the correct dates was (B)(6) 2021. In addition, the correct report submission due date was (B)(6) 2021, instead of the reported (B)(6) 2021. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis. Section b 4. Date of this report (B)(6) 2021. Section g 3. Date received by manufacture = july 13, 2021. Report submission due date (B)(6) 2021.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the patient identifier information was erroneously omitted from the supplemental sent on (B)(6) 2021. Manufacturer¿s reference number: (B)(4) section a 1. Patient identifier populated: l.n.m.

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation on (B)(6) 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sx mpp gel 250cc returned device. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).